Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, battery power loss alarm or battery longevity noted during testing or in the pump trace download. Pump error 63 alarm confirmed in the pump history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. Customer was able to clear the alarm. Customer was able to complete pump rewind but self test did not passed. Customer also stated that short battery lifetime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.